Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d154atg implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the replacement device had unstable thresholds. The replacement device was attempted but not used and a second replacement device was implanted with no issues. No patient complications have been reported as a result of this event.